Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced a screen failure in which the display turned gray and appeared to peel from the device, consistent with screen bezel separation and device display malfunction. Symptoms included no adverse physiological effects and blood glucose values were not impacted. Outcomes included continued diabetes therapy using a backup pump and uninterrupted cgm use. Investigation included customer service troubleshooting, education on device shutdown and data sync, verification of shipping details, and arrangement of device replacement and return. Investigation of this device revealed a hardware display defect involving the screen assembly consistent with enclosure or bezel separation. It was concluded, based on previously established findings for similar reports, that the cause was component or manufacturing-related hardware failure of the display assembly.